Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood/body fluid (not obstructed) on all conductors.

Event description:
It was reported that during an implant attempt, the patient's vein size was incompatible with the left ventricular lead. The lead was removed and another lead was used. No patient complications have been reported as a result of this event.